Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedances of greater than 200 ohms. An x-ray showed proper pin placement in the device header, and the lead appeared normal under fluoroscopy. A surgical revision was performed. The set screw on the device appeared to be loose, and allowed approximately half a turn, but a tug test was performed, and the lead did not come out. The lead was removed from the header and tested via the pacing system analyzer (psa), with good measurements. The lead was placed back in the device header, and normal measurements of 56 ohms were noted. Then after the procedure, the shock impedance measurements were greater than 200 ohms. X-ray again showed proper pin placement in the device header. A surgical revision was performed and the set screw appeared to be loose when inserting the wrench. This patient's device was explanted and replaced, and shock impedance measurements were normal with the new device and this lead. No additional adverse patient effects were reported. This lead remains in service.